Event description:
It was reported that, after undergoing left hip resurfacing (bhr) on (B)(6) 2007 due to degenerative joint disease. Patient suffered from failed left hip resurfacing, aseptic loosening, and adverse local soft tissue reaction. Patient was experiencing pain to the point where he walked with platform crutches and could not walk more than half a block. In addition, developed elevated co cr levels. This adverse event was addressed by conducting a revision surgery on (B)(6) 2023, during which both resurfacing components were explanted. During procedure they encountered great deal of fibrous tissue, synovium stained with metal as well as murky fluid consistent with metallosis reaction. Also, they perforated the anterior neck as the stem had broken through, however, there was no fracture that extended down to the calcar anywhere in the proximal femur. Conversion to a competitor's tha system (stryker) using intellijoint navigation system was successfully performed. Leg length restoration was checked and found to be normalized both clinically and with the use of postoperative ap pelvis x-ray. The patient was then transferred to the recovery room in stable condition.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to failed left hip resurfacing, aseptic loosening, adverse local soft tissue reaction, pain and elevated co cr levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. The bhr surgical technique indicates, ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle.¿ it cannot be determined to what extent the increased anteversion of the acetabular component had on the patients¿ clinical status. The reported acetabular loosening can lead to accelerated wear and metallosis. As well, metallosis can result in the loosened acetabular cup; however, the clinical root cause of the reported metallosis cannot be confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.